Event description:
Facility called to order an end rail for a vail 500. No complaint filed. Patient was transferred to the facility with a vail bed. The unit was missing the end rail. The missing piece was not noted unitl the patient got stuck between the mattress an the canopy end.